Event description:
On (B)(6) 2018 the customer contacted dario to report high blood glucose readings. User reports she has received readings in the 300 mg/dl range for a few days and as a result went to the emergency room. At the hospital her blood glucose was 125 mg/dl. In the initial investigation it was found that user used expired strips (strips expired on august 29, 2018, lot # 16y16a1).